Event description:
Oversensing in the ventricular and in the far-field channel was reported after an implantation time of about 5 months. No worsening of the patient's state of health was reported. The lead was explanted. Implant, event and explant dates were not available.

Manufacturer narrative:
During the analysis of the lead, it could be determined that the insulation of the lead body was massively damaged about 6 cm distal of the ligature due to internal fraying. This damage must most be considered the cause for the clinical complaint. The analysis of the lead was unable to find any manufacturing error or material defect. The observed damage manifestation requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the insulation (internal fraying) and of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead, due to the subclavian crush syndrome. The cuts in the outer insulation probably stem from the explantation process.